Event description:
It was reported by service report that the footboard would power on and off and not always electronically function correctly. When it was working it had a communication error message on it. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.